Manufacturer narrative:
Concomitant therapies: juvéderm volbella® xc, bupropion, methylphenidate, and valacyclovir. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "late onset nodules" and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible injection site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported that a patient was injected in the lid cheek junction (both sides) and deep medial cheeks (both sides) with one syringe of juvéderm vollure¿ xc, botox®, juvéderm® ultra plus, and juvéderm voluma® xc. Patient was also injected in the oral commissures and the mental crease with two syringes of juvéderm vollure¿ xc and juvéderm volbella® xc 14 days later. Patient developed late onset nodules in the oral commissures bilaterally and the lid cheek junctions, bilaterally. Symptoms occurred approximately 4 months after 2nd dermal filler injections. The patient was seen by healthcare professional the day after symptoms were reported and was given clindamycin and also claritin to help with swelling. Two days after seeing healthcare professional for treatment the patient started a 12-day treatment of prednisone. The symptoms are ongoing. This record represents the 2nd injection of juvéderm vollure¿ xc. This is the same event and the same patient reported under MDR ID#'s 3005113652-2018-00950 ((B)(4)), # 3005113652-2018-00996 ((B)(4)), # 3005113652-2018-00997 ((B)(4)), # 3005113652-2018-00998 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm vollure¿ xc.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that ". Not all the sites injected caused the nodules, just that was all locations [where] vollure was injected." Juvéderm vollure¿ xc injection sites were reported as "nasal piriform sulcus, perioral upper lip, oral commissures and mental creases."